Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that the c-arm would not boot up. No patient injury was reported.